Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0g3jg, implanted: (B)(6) 2014, product type: lead. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced urgency in addition to frequency following the fall. There were programmer communication issues in (B)(6) 2015, noting not being able to adjust stimulation, but the issues resolved following repositioning.

Event description:
It was reported that there was a fall and loss of therapeutic effect in (B)(6) 2014. The patient was going to the bathroom four times a night and the health care professional (hcp) had tried botox injections. Different programs had been tried and the patient thought he was on program 3 at the time of the report. It was also stated that the patient programmer displayed a battery depletion screen but the issue was resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the implant had never worked for him. It was clarified that the implant worked for about a month when they implanted it but it stopped working after that. It was clarified that he was not getting therapeutic effect. He got up 4-5 times to the bathroom and when he got the urge to go, he had 40-50 seconds to get to the bathroom otherwise he would have an accident. The patient had tried everything. They had tried changing programs and increasing stimulation but it did not help. The patient asked about device explant. The patient stated that the healthcare professional (hcp) did not know what to do and referred the patient to another hcp, but that hcp had not helped either. It was just not working. The issue started in 2014.